Event description:
On (B)(6) 2025, in a random check we discovered that the hemochron sig elite instrument (se (B)(6)) did not transmit act plus results to computerized patient record system (cprs) during a bypass surgery on (B)(6) 2025. During the bypass surgery on (B)(6) 2025, anesthesia records indicated that act testing was performed at 08:38, 11:35, 12:05, 12:35, and 13:05. Further investigation showed that patient results and electronic qc results were also missing from the point of care middleware system (unipoc) on (B)(6) 2025. The last entry in the unipoc dashboard was at 08:30 on (B)(6)2025. The next entry was at 15:41 on (B)(6) 2025. The hemochron sig elite instruments are not connected directly to the ethernet. Results from the instruments are downloaded manually by anesthesia techs daily so they can be transmitted to computerized patient record system. Once the downloads are complete, all results in the instruments are automatically deleted. Since data from this particular instrument had been downloaded several times before this incident was discovered, results from (B)(6) 2025 cannot be recovered. We requested unipoc and werfen (hemochron sig elite manufacturer) technology support to investigate this incident. The findings are as follows: unipoc ¿ according to unipoc log, there was indication that this instrument attempted to download information to unipoc on (B)(6) 2025. However, the transaction was never completed. Since the transaction was never completed, an acknowledgement was not sent back to the instrument. Werfen ¿ according to werfen, information from the instrument is deleted once a formal acknowledgement after a download is received from the middleware. However, during review of unipocs internal log there was no acknowledgement sent to the instrument. Therefore, results should not have been deleted. ¿ in addition, if there was an interruption during the download process, even if the download was not completed it is still possible that results can be deleted from the instrument. At this time, neither unipoc nor werfen could not provide additional findings even when the investigation has been escalated the highest information technology level.